Event description:
(B)(4). Same case as 2134265-2009-06735 and 2134265-2009-06736. It was reported that post a coronary artery stenting treatment procedure, a dissection occurred and post index procedure, re-intervention occurred. Target lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 22mm. Pre-procedure was 100% stenosis and post-procedure 2% stenosis. A 3.5x24mm liberte stent was implanted. No attempt made for direct stenting. Target lesion 2 was located in the rca. The reference vessel diameter was 3mm and the lesion length was 26mm. Pre-procedure was 80% stenosis and post-procedure was 2% stenosis. A 3.0x28mm liberte stent was implanted. No attempt made for direct stenting. Due to a dissection an additional 3.0x16mm liberte stent was implanted. Target lesion 3 was located in the rca. The reference vessel diameter was 3mm and the lesion length was 14mm. Pre-procedure was 82% stenosis and post-procedure was 2% stenosis. A 3.0x16mm liberte stent was implanted. No attempt made for direct stenting. The procedure was a technical success. At 4 days post-procedure, the patient had re-ptca in target lesion 1 with 99% stenosis, visual "occlusion" and a positive invasive diagnostic test. The patient was discharged 8 day post index procedure without angina complaints or silent ischemia. Discharge medications included asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4): device not returned for analysis.